Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose while the ilet was connected and was also injecting external insulin, which constitutes an improper procedure and unsafe use of the system. Symptoms included hypoglycemia with confusion/disorientation and shaking/tremors, along with system alerts for urgent low glucose, urgent low soon, and low glucose. Outcomes included medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.